Event description:
It was reported that during the procedure, the device allegedly unable to impact the grain train with the device. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the MDR 2020394-2020-04654 was inadvertently submitted as 2020394. The correct FDA rn number was 1018233. Manufacturing review: a review of the device history record showed that this loader passed all quality inspection requirements prior to release. The manufacturing review did not indicate a possible manufacturing issue that could be related to the reported event. Investigation summary: the quick link loader serial number 358 was received and evaluated. During the evaluation, dispense had no feeding problem. The dispense force readings were within 700g limit. Lubrication was added to the bearing and blade was deburred and polished as a preventive measure. This complaint is unconfirmed as the problem could not be reproduced. The root cause is unknown. Labeling review: the information for use was reviewed for quick link delivery system and found to be adequate. It includes the troubleshooting steps for the condition: sourcelink® connectors not connected after compression. H10: g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that we are unable to impact the grain train with the device.

Event description:
It was reported that during the procedure, the device allegedly unable to impact the grain train with the device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: b5, g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a review of the device history record showed that this loader passed all quality inspection requirements prior to release.the manufacturing review did not indicate a possible manufacturing issue that could be related to the reported event. Investigation summary: the quick link loader serial number (B)(6) was received and evaluated. During the evaluation, dispense had no feeding problem. The dispense force readings were within 700g limit. Lubrication was added to the bearing and blade was deburred and polished as a preventive measure. This complaint is unconfirmed as the problem could not be reproduced. The root cause is unknown. Labeling review: the information for use was reviewed for quick link delivery system. It includes the troubleshooting steps for the condition: sourcelink® connectors not connected after compression. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the device allegedly unable to impact the grain train with the device. There was no reported patient injury.